Event description:
Admitted to newborn nursery (B)(6) 2011. At 0620 yellow check band alarm sounding - band adjusted and alarms stopped. (B)(6) 2011 at 0905, the check band alarm sounded, sensor found totally off baby, in crib. Put back on and adjusted. At 0922: check band alarm on again, no maladjustment found but adjusted again. At 0940, check band sounding yet again. Many issues with multiple alarms on this system for months.